Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. The device was not returned for evaluation, but a photograph was provided. The photograph displays two sutures: a white/black tigerwire on the left and a white/blue tigerwire on the right. Each tigerwire contains a small frayed portion no larger than 3 inches. The portions distal and proximal to the fraying appear to be intact. Since there are no indications that the failure was discovered before usage, it is probable that during use the sutures rubbed against a rough surface such as bone, another instrument, or the edge of an implant, causing the fraying seen in the photograph. Therefore, the most likely cause to the failure observed can be attributed to use error.

Event description:
On 1/14/2022, it was reported by an arthrex employee via email that an ar-2324bcc-2 bio composite swivelock internal threads of the anchor broke. Surgeon used an ar-7201 to complete the procedure. This was discovered during a rcr on (B)(6) 2022. Additional information received 1/21/2022: after inserting the swivelock and completing the speedbridge repair, the internal wires of the anchor broke and surgeon had to use an ar-7201 fiberwire to reinforce the sutures. The anchor and eyelet remain implanted successfully inside the patient.